Event description:
It was reported that a dissection occurred. The patient underwent a percutaneous coronary intervention. The more than 90% stenosed target lesion was located in the left anterior descending artery. The lesion was predilated with a 2.00 x 10 mm maverick balloon. A 2.50 x 48 mm synergy was then deployed at 11 atm and a distal edge dissection was then noted. A 2.50 x 16 mm promus elite was deployed to cover the dissection. The procedure was completed and the patient was stable.

Event description:
It was reported that a dissection occurred. The patient underwent a percutaneous coronary intervention. The more than 90% stenosed target lesion was located in the left anterior descending artery. The lesion was predilated with a 2.00 x 10 mm maverick balloon. A 2.50 x 48 mm synergy was then deployed at 11 atm and a distal edge dissection was then noted. A 2.50 x 16 mm promus elite was deployed to cover the dissection. The procedure was completed and the patient was stable. It was further reported that the target lesion was mildly tortuous and 90% stenosed. It was noted that the dissection was flow limiting.